Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Signals in the rdf indicate the possibility the plasma line may have been partially occluded during a portion of the run. Root cause: this disposable set was unavailable for specific root cause analysis. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump, which in turn causes the flow through the leukoreduction system (lrs) chamber to be higher than the system expects. This can cause wbcs to escape the lrs chamber and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbcs in the platelet product". The new algorithms were made available as part of the 6.1.2 trima software upgrade, and can be enabled upon approval.an internal CAPA has been initiated to evaluate reports of elevated wbcs related to plasma line occlusion.

Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.